Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no patient involvement as the customer was not using the pump for insulin delivery when the issue occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.